Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2025, the patient lost consciousness while driving and was in a motor vehicle accident. A bystander helped the patient out of the car and called emergency services. At the time the paramedics arrived, the cgm was displaying a low reading (unspecified value), but a finger stick test showed blood glucose level of 20 mg/dl. The patient was unconscious due to hypoglycemia, no physical injuries were reported. The paramedics administered glucose gel and apple juice. Shortly after receiving treatment, the patient regained consciousness and was able to continue on to work. At the time of the report, the patient was feeling okay. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.